Manufacturer narrative:
Insulin pump trace download analysis confirmed the pump alarmed low battery alert and power loss alarm . The power management graph confirmed low battery alert and power loss alarm were triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and stained keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alert. The customer stated they did receive low battery alert prior to the replace battery alert. Customer stated that this was the second occurrence of replace battery alert in less than 8 hours after a low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.